Event description:
The customer reported that after a procedure, the pt went into asystole; spo2 dropped from 70 to 40 within seconds. The customer said that the monitor did not record. They do not know whether they got an alarm or not.